Event description:
During testing at the user facility, it was noted that the device battery was swollen. The device was returned to the biomedical department with a report of, malfunction battery not installed and e437. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reported upon query by hospira personnel.